Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on 2016-10-26 that the pump has been non-functional since (B)(6) 2015. There was no further information provided. Based on the date of implant the pump would have reached eos no later than (B)(6) 2016. The patients status was unknown. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.